Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 at 6 pm with blood glucose of above 600 mg/dl. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 315 mg/dl. The customer¿s family reported that the insulin pump was not working which was causing high blood glucose level to the customer. The customer¿s family also reported that the insulin pump was under delivering as the customer¿s blood glucose level was 316 mg/dl after putting new infusion set. The customer experienced symptoms such as throwing up. The customer was treated with manual injection and intravenous fluid. The customer was wearing the insulin pump during the hospitalization. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed high pressure test and it failed. The insulin pump will return for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.